Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with complaints related to infection. The whole system was removed, and there are no plans to implant a new system. The patient was stable following the procedure.